Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144649, 25146160 and 25146377 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation on both jaws was observed to be intact, no visual defects were observed. Blood was observed on the device handle. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. The cannula was also returned for evaluation. Blood was observed on the c-ring, the metal wire, scope wash tubing, cannula and handle. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing, the c-ring, and the metal wire remained attached to the cannula due the presence of a retention rib. Based on the return condition of the device, and the evaluation of the device, no alleged failure was reported, however an as analyzed failure "break" was confirmed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, vasoviewhempro broke. Same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, vasoviewhempro broke. Same device was used to complete the procedure. The hospital did not report any patient effects.